Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the distal setup joint (suj) to correct the problem. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has received the distal suj associated with this event, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, user informed the technical support engineer (tse) that the system displayed a 22028 error on arm 2. Before contacting tse, the user had already performed a standard power cycle of the system, but the error persisted. Tse then instructed the user to perform a hard power cycle of the patient side cart (psc); however, the error 22028 continued to appear on the same arm upon restart. Tse informed the user that arm 2 could be disabled and that the remaining three arms could be used for the procedure. User would check with the surgeon whether the procedure could be proceeded using arm 1, arm 2, and arm 3. There was no report of patient involvement or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal setup joint (suj) to perform failure analysis, and the complaint was confirmed. In artemis, errors 22028 was found indicating that the arm has failed power-on-self-test. There were errors 23007 and 26015 found indicating wiggle test issue thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was also installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. While the definitive root cause could not be established as failure analysis could not replicate the event, based on failure analysis, a possible cause has been attributed to a component defect pertaining to the searchlight printed circuit assembly (pca) of the universal surgical manipulator.